Event description:
The customer called for help with his meter. While troubleshooting, she performed a control test and rec'd a result of 164 mg/dl. The normal control range is 91-122 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.